Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes are pushed off from the needle. No serious injury or medial intervention was reported.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes are pushed off from the needle. No serious injury or medial intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos of the shelf pack were provided by the customer facility. The photo provided was only to show evidence of the lot and not the defect therefore push off could not be observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tube push off with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.